Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 541 mg/dl. The customer reported that her blood glucose were rising after a set change from range 300 to 442 mg/dl. The customer reported that she changed out the infusion set and treated blood glucose with manual injection. The customer reported that the cannula was bent and noticed that the plunger was hard to remove. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump was not returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.